Event description:
It was reported that when the patient went into stores their stimulation either boosted so fast or it turned off. It would be strong enough where it would cramp the patient's leg or turn the stimulation off. This had happened since it was first put in 2000. When asked if the patient used the patient programmer to turn stimulation off prior to passing through security, the patient stated they generally just left it alone. The patient's healthcare provider (hcp) had told them to go around security gates. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's report #6000032-2015-00101 for the patient's first ins with the same issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3080, lot# l80927, implanted: (B)(6) 2000, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).